Manufacturer narrative:
Refer to mrn: 1221359-2021-00220. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013214 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1013214 and test base part number 190-430 / lot 1013214 were reviewed. This lot met the required release specifications. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported two (2) false negative results with the ID now covid-19 assay. This report represents patient one (1) of two (2). The customer reported false negative results with the ID now covid-19 assay performed (B)(6) 2021. Swab type, sample type and use of viral transport media were not provided. Confirmation testing with pcr (date of collection not provided) generated positive results (CT value not provided). No patient information, including symptoms, treatment, and outcome, was not provided. Attempts to gather further information were unsuccessful. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: d3, g1. H10: a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013214 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.